Event description:
I was given 3 supartz shots (sodium hyaluronate); fever after the first shot, arthritis in both shoulders, wrists, hips overnight after second shot; worsened on third shot. Dr denies that this is a side effect but no one gets arthritis overnight in both sides of joints. Excruciating. Trouble getting out of bed, walking, brushing teeth, etc. It's still going on. I am on a low prednisone dose waiting to see a rheumatologist. I had 3 shots; (B)(6) 2019 and (B)(6) 2019. This has "crippled" me. Inflammation until I can see a rheumatologist - I was "healthy" other than knee pain from overuse until this series of shots (which didn't work for the knee).